Event description:
Customer called to troubleshoot for low bgs. Customer stated he was treated by emt and refused transport to hospital. Cust states he had a sensor error this morning, checked alarm history and found lost sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.